Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. There are technique and anatomical related factors that may contribute to pvl. In this case, the annulus was noted to be disrupted which resulted in the pvl. This area corrected with felt strips. Another valve of the same model and size was implanted and was noted to functioning normally. The reported event was not confirmed. However, based on the information provided, it appears that this event was due to patient and/or procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 3000tfx 21mm bioprosthetic aortic valve was explanted at implant due to perivalvular leak. This patient presented with native aortic valve stenosis requiring avr. The calcified aortic valve was removed and passed off the table as specimen. All calcifications at the level of the annulus was carefully debrided. The annulus, lvot, and anterior leaflets of the mitral valve were then copiously irrigated to remove any extra particular debris. The valve anulus was then measured using the magna sizers and a size 23mm valve was chosen. Horizontal mattress pledgeted sutures were placed around the annulus. A total of 15 sutures were placed. The sutures were then passed through the sewing ring of the valve and the valve was lowered into place and secured via the supra-annular technique. Upon tying these sutures to the sutures disrupted and was torn out of the annulus. Also it was noted to be fairly difficult to bring the 23mm valve down into the annulus. Decision was made to remove this 23mm valve and annulus sutures were reexamined. The sutures had torn off the annulus at the left coronary right coronary cusp commissure. The sutures were placed again in the annulus. A 21mm valve (subject device) was then chosen and the sutures were passed through the sewing ring of the valve and the valve lowered into place and secured via the supra-annular technique once again. The patient was weaned off cardiopulmonary bypass and severe perivalvular leak was confirmed by tee. The decision was made to rearrest the heart, reopen the aorta and take out this valve. The annulus was noted to be disrupted and was reinforced with felt strips. Another 3000tfx 21mm valve implanted. This valve was noted to function normally and the patient was eventually weaned off cardiopulmonary bypass. Significant hemodynamic instability was noted secondary to the prolonged cardiopulmonary bypass run and therefore, an iabp was placed via the right femoral artery for support. The patient was transferred to the ICU in critical condition.

Manufacturer narrative:
Reference CAPA-20-00141.